Event description:
Patient reported that as he is wearing the v-go, the adhesive is not adhering to his skin causing the v-go to fall off after 16-18 hours. Patient stated that the v-go does not adhere after he exercises or does out door work; more movement. Patient is properly cleaning the site before applying the v-go and wears the v-go on his back arm.